Event description:
It was reported that the patient had undergone an initial left hip arthroplasty due to ankylosing spondylitis and was discharged with a good recovery. After the operation, the patient developed redness and pain in the left hip and underwent debridement treatment. Patient was discharged with a good recovery afterwards. The patient's infection was reported to be superficial; the joint cavity was not opened and the joint prosthesis was not exposed. Hospital reported the event as patient's own cause. Attempts have been made and no further information has been provided. Investigation has been completed.

Manufacturer narrative:
Zimmer biomet reference: (B)(4). Customer has indicated that the product remains implanted. The device will not be returned for analysis. Investigation results are now available. Device history record (DHR) review was unable to be performed as the lot number of the device here reported is unknown. Medical product: 54mm o.d. Size jj porous uncemented with cluster holes shell use with jj liners; catalog#: 00-8757-054-01; lot#: unknown. Femoral stem press-fit collarless 12/14 neck taper standard body standard neck offset size 12 128 mm stem length cementless; catalog#: 00-7864-012-00; lot#: unknown. Investigation and conclusion: event description: it was reported that the patient underwent left hip arthroplasty on (B)(6) 2019 due to ankylosing spondylitis and was discharged with a good recovery. Two years post implantation, the patient developed redness and pain in the left hip due to a superficial infection without any obvious cause and therefore underwent debridement treatment and discharged with a good recovery and wound healing. The joint cavity was not opened and the prosthesis was not exposed during debridement. It was mentioned that the hospital believes the superficial infection might be related to the poor physical condition of the patient. Harm: s3 - infection, moderate localized. Hazardous situation: patient¿s anatomy is exposed to agents/substances of unknown origin. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Patient data: (B)(6). Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: the quality records for the biolox liner show that all specified characteristics have met the specifications valid at the time of production. The quality records for the biolox head could not be reviewed due to missing product identification. Sterilization certificate: the sterilization certificate was reviewed for the biolox liner and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. The sterilization certificate for the biolox head could not be reviewed due to missing product identification. Conclusion: it was reported that the patient underwent left hip arthroplasty on (B)(6) 2019 due to ankylosing spondylitis and was discharged with a good recovery. Two years post implantation, the patient developed redness and pain in the left hip due to a superficial infection without any obvious cause and therefore underwent debridement treatment and was discharged with a good recovery and wound healing. The joint cavity was not opened and the prosthesis was not exposed during debridement. It was mentioned that the hospital believes the superficial infection might be related to the poor physical condition of the patient. The quality records for the biolox liner show that all specified characteristics have met the specifications valid at the time of production. The quality records for the concomitant devices could not be reviewed due to missing product identification. Nevertheless, the investigation did not identify a nonconformance or a complaint out of box (coob). Sterilization certification of the biolox liner was reviewed and found to be conforming with no applicable deviations. The device was verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. Moreover, no trend on infection has been observed for this product family. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. The sterilization certification for the concomitant devices could not be reviewed due to missing product identification. No medical documents such as operatives notes, office visit notes or lab reports were received for review. No relevant patient medical history other that it being mentioned that he superficial infection might be related to the poor physical condition of the patient was shared. Based on the investigation the reported event cannot be confirmed. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, the implanted products could not be identified as the source or as a potential contribution to the reported event of infection. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Multiple MDR reports were filed for this event, please see associated report: 0009613350-2022-00210 if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.